Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. The blood leak was noted five minutes into treatment. Blood test strips were not used. Estimated blood loss was 100-155 cc's. Complainant believes the box of dialyzers might have been dropped causing damage. There were no visible damages to the dialyzer. No medical intervention was required. Sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.